Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of a ventilator¿s oxygen levels are fluctuating and cannot be regulated and visualization of particles from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and a failure of the device's lcd screen was observed. The device¿s lcd display was replaced to address the issue. No repairs performed. The unit will be scrapped.